Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from one of the side ports. This occurred during patient infusion of venofer via a peripheral line. Once the unspecified infusion pump was started, it was noticed that the venofer did not infuse into the patients' intravenous saline lock and leaked from one of the side ports of the tubing, resulting in a small puddle. The pump was turned off; however, medication continued to leak from the side port. The medication was reprimed using a new tubing, and the patient received the medication without incident. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test underwater was performed, and it was noted there was a leak in the luer activated y site. A clear passage under water test was performed, and there were no defects observed. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.